Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: sedr01 ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had high impedance and high thresholds. During the generator changeout procedure, the lead was connected to the new device and was programmed off. No patient complications have been reported as a result of this event.